Event description:
It was reported during in clinic follow up that atrial lead exhibited oversensing. This oversensing was found to be caused by noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.